Event description:
A customer reported that during cataract surgery, the handpiece did not aspirate and heated up. An alternate handpiece was obtained and used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).